Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Product likely failed due to excessive force used when threading screw into an under prepared bone canal.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing.¿

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the thread of a screw fractured during insertion. No further information has been provided.